Event description:
It was reported that bleeding occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient's wife reported that her husband was using a dexcom g7 15-day sensor when he began bleeding at the sensor insertion site. According to the wife, the bleeding was significant and continued beyond what would be expected from insertion. The sensor was later found in the bed, indicating that it had come out. Due to the amount of blood loss, the patient required hospitalization and received a blood transfusion. The patient's wife stated that only one transfusion was needed but described the bleeding as severe enough that bedding had to be discarded. The patient was recently discharged from the hospital at the time of the call. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Additional narrative - add labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).